Manufacturer narrative:
The returned device was evaluated. External inspection revealed a missing battery bay door. The unit powered on and some led segments failed to illuminate. Internal inspection revealed a disconnected flex cable. The system board was replaced and the unit functioned as designed.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that some segments of the led display do not illuminate. No consequences or impact to patient were reported.